Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they have not yet been received. A supplemental report will be submitted upon final review of medical records by the post market surveillance department and completion of the manufacturers' device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance bypassing drain 0 to fill 1 as a result of being empty and receiving a drain alarm. During the call, he stated that he had his catheter replaced 3 days prior to this call due to an infection. Upon follow up with the patient's pd nurse, she confirms that the patient's catheter was replaced in the outpatient clinic on (B)(6) 2015 as a result of touch contamination peritonitis. Additionally, she does not believe that the device or any other fresenius product caused or contributed to the peritonitis. There were no reported fluid leaks to the pd staff prior to this event. The patient was treated with antibiotics and continued with the ccpd program without additional issues.